Manufacturer narrative:
The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have returned to the manufacturer for evaluation. No parts returned for analysis.

Event description:
A medtronic representative reported that while outside of a procedure the monitor on the navigation system is flickering. There was no patient present when this issue was observed.

Manufacturer narrative:
FDA codes updated to reflect current guidelines. If information is provided in the future, a supplemental report will be issued.